Event description:
It was reported the patient¿s blood glucose reached 380 mg/dl after wearing the pod between 5 and 24 hours on the arm. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
The returned device was evaluated and the investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the tear during fluid path testing. Although the cannula was damaged, the timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.